Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed that the warranty seal is broken, the lid and bezel are damaged, footswitch port is damaged, and the overlay is damaged. A functional evaluation revealed the units footswitch port is damaged but functions. The unit was opened and found no issues. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the coblator ii controller has a defective footswitch port. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.